Manufacturer narrative:
Continued: section e - phone: (B)(6) hospital -(B)(6). Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. The photo provided by the user shows the top of the hemospray handle where it is noted that a gap is visible at the welded seam. Additionally, a photo of the device labeling was provided. The lot number provided in the photo matches this report. The label in the photo matches the product reported. Our laboratory evaluation of the product said to be involved confirmed the report of unable to spray and the gap in the handle, however it was confirmed the gap in the handle was not the cause of unable to spray. Not all components were included in the return, no catheters were provided. Powder was not observed on the returned product, within the device nozzle, nor within the tray. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The device did not spray as returned. The co2 cartridge did not audibly discharge and was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device sprayed continuously without button compressions when switched to the "on" position. While co2 escaped through the device nozzle, it was not noted escaping from the gap in the handle weld referenced by the customer. The handle was disassembled, and the tubes were disconnected for removal of any powder. Small amounts of loose powder without clumps were present both in the front tube connecting the on/off valve to the powder chamber and in the back tube connecting the powder chamber to the low pressure valve. Additionally, a small amount of powder was noted to have built up within the powder chamber seal cap. A visual inspection of the powder chamber's center cannula and diffuser plate found them to be clear. The low pressure valve was disassembled and evaluated. All the internal components were intact. However, powder was observed within the low pressure valve on all the components. The buildup of powder in the low pressure valve, resulting in the valve experiencing difficulty when opening and closing is a likely cause for the reported inability to spray and escaping co2. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was an accumulation of powder within the low pressure valve resulting in insufficient actuation of the valve. Catheter occlusion can create backflow and push powder, blood, and fluid back into the device, creating an internal clog. However, we could not conduct a complete investigation as no catheters were returned for evaluation. This limits our ability to conclusively determine a cause. Additionally, the user noted a gap in the housing, however the device pressure is contained within the internal components not by the outer housing. The noted gap in the housing would not result in a release of device pressure. No co2 was noted to escape from that area of the housing during evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic hemostasis procedure for an active irregular ulcer, the physician used a cook hemospray endoscopic hemostat. It was reported that the c02 [carbon dioxide] from the cartridge escaped prematurely and it was found not working. A section of the device did not remain inside the patient¿s body. The procedure was completed with apc [argon plasma coagulation] and hemoclip. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.